Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This right ventricular (rv) lead was explanted. It was noted that the patient was not dependent on pacing support. There were no additional adverse effects reported.